Manufacturer narrative:
Evaluation summary: distal conductor fractured; full lead in segments analyzed. Other: ventricular oversensing was reported, and the patient received three inappropriate therapies, reportedly due to noise. The noise could not be reproduced. The lead was replaced and no patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, elective removal, interference, oversensing, shock, inappropriate, implant, removal of.

Event description:
Ventricular oversensing was reported, and the patient received three inappropriate therapies, reportedly due to noise. The noise could not be reproduced. The lead was replaced and no patient complications were reported as a result of this event.